Event description:
Pt underwent posterior fusion procedure on 11/18/91, using device hooks and rods. Pt was returned to the or for neurological complications and removal. Add'l catalog #: 84148r,84148l,84190,84191,84507,84107,84854.